Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within weeks of implant, the his bundle lead thresholds had risen and were now high. In addition, sensing integrity counters (sic) were noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.